Event description:
It was reported that during follow up, patient presented showing post-paced t-wave oversensing. The oversensing was noted on a real-time egm. Patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.